Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that none of the buttons were responding. The customer's blood glucose was 284 mg/dl. While troubleshooting, the customer explained that she may have been holding the act button. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.